Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the customer faces communication loss between the pump and transmitter. No further patient complications were reported. The replacement process was initiated and the product will be returned for analysis. Troubleshooting was performed, however, the customer will continue using the device.